Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply of the computer was failing. The computer was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the user pushed the start-up button, the message "no signal" comes up to the screen. It was reported that the noise of the fans could be heard. There was no patient present when this issue was identified.